Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 6949 implantable tachy lead 2006 (B)(6); 419388 implantable pacing lead 2007 (B)(6). (B)(4).

Event description:
It was reported that the patient became septic. The implantable cardiac defibrillator (ICD) and leads were explanted and replaced. The patient was enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.